Event description:
Event description: boston scientific received information that during this implant procedure, a perforation occurred during repositioning of the ventricular lead. The implanting physician did state that he should not have used the straight stylet. The patient passed away during the procedure.

Manufacturer narrative:
Conclusion - the lead will not be returned for laboratory analysis. Though uncommon, cardiac perforation is listed as a possible adverse event in boston scientific's implantable pacing and defibrillation lead labeling. The reported rate of perforation is slightly higher for extendable helix leads than for fixed helix or passive fixation leads.